Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During pd treatment patient encountered several air detected in cassette warnings during an unknown drain cycle. Technical services advised cancelling treatment and when the patient opened the cassette door and removed the cassette there was fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient said the new cycler came the next day so there was no need for alternative treatment. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment . During pd treatment patient encountered several air detected in cassette warnings during an unknown drain cycle. Technical services advised cancelling treatment and when the patient opened the cassette door and removed the cassette there was fluid in the pump module area and on the exterior part of the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. Upon follow up, the patient¿s patient indicated there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient said the new cycler came the next day so there was no need for alternative treatment. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Balloon valve actuation test passed. Patient pressure sensor test passed. Post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during the treatment test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.